Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: radifocus 35 ; guiding catheter: 6f fubuki. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat an eccentric and de novo lesion in the left subclavicular artery with no tortuosity and mild calcification that was 100% stenosed. Using the anchoring balloon technique, a non-abbott balloon catheter was advanced from the left brachial artery for pre-dilatation. Then another non-abbott balloon catheter was advanced from the left femoral artery to secure sufficient flow. An 8.0 x 29 mm omnilink elite stent delivery system (sds) was advancing when resistance was met with a non-abbott guide wire and a 6f guiding catheter. The omnilink elite sds was able to cross the target lesion and was deployed. Then during removal, the sds became stuck inside the guiding sheath. Although resistance was met with the non-abbott guide wire and the 6f guiding catheter, the sds was able to be removed. An 8.0 x 27 mm non-abbott stent was also deployed to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was updated: during removal of the omni elite, the sds became stuck inside the guiding catheter and not inside the guiding sheath. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual and functional inspection were performed on the sds. The reported difficulty to position and remove through a guiding catheter(gc) was unable to be confirmed since the stent implant was deployed. The reported difficult to position and remove the sds over a guide wire was unable to be confirmed and a 0.035-inch guide wire was advanced and removed without any resistance noted. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents reported for the lot. It should be noted the omnilink elite vascular balloon expandable stent system electronic instructions for use (IFU) states: the omnilink elite stent system is indicated for the treatment of atherosclerotic iliac artery lesions with reference vessel diameters of greater than or equal to 5.0 mm and less than or equal to 11.0 mm, and lesion lengths up to 50 mm. Stent delivery system handling precautions, states: special care must be taken not to handle or in any way disrupt the stent on the balloon. This is most important during stent system removal from the packaging, placement over a guide wire and advancement through a guiding catheter or introducer sheath. In this case, the violation of the instructions for use (wrong anatomy and against resistance) does not appear to have contributed to the reported difficulties to position through a and remove. The investigation was unable to determine a conclusive cause for the reported difficulties to position through the gc and over the guide wire. Although a conclusive cause for the reported difficulties to position through the gc and over the guide wire could not be identified, the reported difficulty to remove through the gc and guide wire appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.